Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the t:slim x2 user guide: your t:slim x2 pump detected that the cartridge has been removed and all deliveries have stopped.

Event description:
It was reported that the customer's blood glucose (bg) level was high and an insulin injection was administered to address the bg level. During troubleshooting with tandem customer technical support (cts) insulin was not observed exiting the infusion set tubing and momentarily saw insulin in the luer lock. The customer reverted to using insulin injections and the next day continued to troubleshoot with cts and the cartridge was found to be leaking. The customer removed the cartridge from the pump while it was still delivering insulin and received an alarm. The customer did not identify the alarm. The customer attempted to load multiple cartridge and each time insulin was not observed exiting from the cartridge tubing. The customer turned off the pump and after turning the pump back on, a cartridge was successfully loaded onto the pump. The customer reverted to using insulin injections for insulin therapy.